Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of not recognizing tube placed and no error code was verified as the unit not recognizing an open door. The device was found out of specification. The cause was determined to be a stuck closed upper hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the tube placed during preventative maintenance and there was no error code. There was no patient involvement. No additional information is available.